Event description:
A microclave® neutral connector reportedly filled with blood and then leaked blood out from the cap when drawing back on the patient's line. The customer indicated that the cap may have broken from the inside. There was no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
A photo was shared where a bunch of claves are inside a plastic bag. However, no physical damage or anomalies were noted. One used list #b3300, clave¿ neutral connector was returned for evaluation. As received, the seal was folded over inside the body no additional damage or anomalies were noted. The clave was dissembled a damage at side the seal was observed, no additional damage was observed. Complaint of crack can be confirmed. The probable cause is based on the dfu for the product in question with specific to the following instruction: access connectors straight on (without angled or sliding entry). The device history record review could not be conducted because no lot number was identified.